Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked insulin. Leakage located in t:lock and patient line areas. Customer could not discern whether leakage was cartridge or infusion set related. Customer replaced the cartridge and infusion set prior to contacting tandem technical support and was able to resume insulin therapy. Customer's blood glucose level was between 130 and 150 mg/dl.